Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an endoscopic nephrolithotomy procedure in the ureter, performed on (B)(6) 2022. During the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the stent contracts and wrinkled. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).